Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation.this will be supplemented if device evaluation becomes available.

Event description:
During a laparoscopic hepatectomy, the subject device was used. It was reported that unspecified error occurred and the ptfe pad of the device was separated after 15 minutes of use. The user exchanged it with another thunderbeat and continued the procedure. There was no patient injury reported. No further information was reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00218 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device manufacturer date was identified and filled. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on february 3, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.